Event description:
A surgeon reported a pt who is disappointed and having difficulty with seeing near and far following bilateral intraocular lens (iol) implant surgeries. The pt is having difficulty while driving, especially at night, due to huge circles around lights. The surgeon reported that the pt is using glasses for vision correction, however, they do not help alleviate seeing circles around lights. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. There was not enough info provided to properly complete an investigation. Additional info has been requested. (B)(4).